Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with an outer insulation puncture, likely induced at the explant procedure. The leads tip appeared intact and undamaged and normal setscrew markings on the terminal pin. Testing was then completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the one month post implant follow-up, this lead failed to exhibit capture and was confirmed via imaging to have been dislodged. The physician elected to surgically intervene and replace the lead. The explanted lead was later returned for analysis and no resulting adverse patient effects were reported.